Event description:
It was reported that during implantation procedure, access to the distal portion of the chosen coronary vein was difficult and the lead could not be advanced over the wire. A different lead was used to complete the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of guidewire failure to advance was confirmed. A complete lead, without a guidewire, was returned in one piece for analysis. A guidewire insertion test found obstruction/restriction at the distal region of the lead. Visual and x-ray inspection did not find any anomalies at the guidewire obstruction region. Destructive analysis was performed at the guidewire obstruction region of the lead found excessive blood inside the inner coil lumen. The cause of the reported event was isolated to clogged blood inside the inner coil lumen.